Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that the patient was experiencing sporadic audible beeping events.  The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Momentary disconnections results in audible beeps. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that sporadic audible beeps were heard from the controller but no alarms were generated and the event happened with multiple batteries. The vad coordinator changed the controller for a new one and did not suspect batteries to be the cause of the beeps. It was stated that there were no effect on patient. No additional information available.